Event description:
A customer reported that during surgery, there were problems with the vitrectomy connector. Pt impact was not noted. Additional info has been requested.

Manufacturer narrative:
The company rep examined the system and replaced the pneumatic connector. Preventive maintenance was performed. The system was then tested and met product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).